Manufacturer narrative:
The lens was not implanted and therefore not explanted.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a hair was noticed coming out of the preloaded delivery system. No patient contact was reported. The procedure was completed successfully with a backup lens. Additional information revealed that the hair was found upon opening the package. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/21/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation in the original folding carton. Visual inspection showed that the packaging included both pouches and they were not sealed. A hair-like fiber was observed in one of the pouches. The fiber was analysed using the fourier transform infrared (ftir) spectroscopy. The ftir results were consistent with a fiber having protein structure (i.e. Natural fibers class). This includes silk, hair/fur or wool. Based on the inspection and analysis, the customer's reported foreign material was confirmed. However the material source could not be determined since both pouches were received open and handled. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.